Event description:
Physician was attempting to use the closurefast catheter along with rfg3 generator during procedure. IFU was followed. It was reported that the wattage was not dropping during procedure. The physician kept using the catheter until the end. The wattage did not drop so did multiple treatments in areas. It was reported that the vein did close. No patient injury.

Manufacturer narrative:
Product analysis: the closurefast catheter (clf) was returned loosely inside a previously opened clf box. The box and pro forma indicated (B)(4). The lot number was verified on the returned product and was confirmed as lot: 210270355. Lot number additionally confirmed on device catheter. No ancillary devices or images were received. No issues identified in the catheter connector and no kinks were noted along the catheter shaft. There fep layer that surrounds the heating element/coil was observed to consist of bubbling/melted/burnt along the proximal length of the heating element/coil. A bend was also noted at the middle section of the element/coil. Microscopic examination revealed that the fep layer had resulted in bubbling/melting/burnt which is consistent with over exposure to heat. The black substance is mostly likely dried blood. There was exposed coil observed due to the damage noted on the fep layer. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods and acceptance criteria. All 4 tests passed as per acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generator when plugged in. When the temperature rose to 120 c, the device completed the cycle without an advisory message being seen. If information is provided in the future, a supplemental report will be issued.